Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the doctor was clipping the cystic artery the clip jammed in the jaws and locked closed position. He removed and opened a new device and completed the procedure with no patient harm.

Manufacturer narrative:
(B)(4). Batch # unk. The following additional information has been requested: was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws/ trigger eventually open? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.